Manufacturer narrative:
H3: product analysis : g6626746, lot # h5755325 visual and optical inspection revealed the implant was returned damaged. The implant has cracked next to where the release/lock mechanism is. The implant is fragile and can be overloaded. The cage screw may have been over angulated causing the cage to break when the screw was inserted and tightened. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare professional/ distributor via a medtronic representative regarding a patient implanted with a cage in an anterior cervical decompression and fusion for a cervical disc removal, bone grafting, fusion and internal fixation. It was reported that the standalone fusion cage broke during surgery. The cage was replaced promptly during surgery. There were no patient symptoms or complications as a result of this event. The cage was explanted. There was no suspected manufacturing issue found when the product was opened from the box for the first time. No further complications were reported/ anticipated.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.